Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed.  No new, changed or corrected information was noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in the lips with juvéderm® volbella¿ with lidocaine; prior to injection, patient received "lidocaine spray 10%, prontoderm. 2.5 months later, everything was ¿ok.¿ ¿but later, the patient started the problems with scales on lips and around the mouth. [Patient] went to dermatological, smears were negative, [patient] took ciprofloxacin 500mg 1-0-1, it does not respond to antihistamines. No improvement. It also has episodes - quite ok and then throws away again.¿ patient was also treated with ospexin. Symptoms reported to occur 10 weeks after injection. ¿injection went normal, light edema for 2 days, afterwards smooth result, no nodules, no bruising. 10 weeks after patient presents with erythema around lips and changing wet/dry crusts on lips. Occurring randomly.¿ hcp reports ¿the patient suffered allergic dermatitis and [patient] is on prednisone.¿ the patient was hospitalized for 10 days, treated with fucidin and antihistamines. Hospital treatment was not effective; patient was put on prednisone. The patient is now under home treatment and continues to take prednisone at a modified dose with gradual decrease. ¿the final diagnosis is dermatitis contacta perioralis ¿ hypersensitivity to hyaluronic acid." Symptoms ongoing.